Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. H5 was inadvertently missed on the initial submission. The 29mm sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. It should be noted that the thv was deployed in the native pulmonic position. The sapien 3 (s3) thv with the commander delivery system (ds) is currently only indicated for valve replacement involving a conduit or surgical bioprosthetic valve in the pulmonic position. Therefore, this was an off-label operation for native pulmonic position. The reported event of leaflet tear and central regurgitation was unable to be confirmed due to the unavailability of medical records and relevant imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "during a tpvr procedure using a 29mm sapien 3 valve via transfemoral approach, post-dilated with a 28mm true to 18 atm which caused a flailed leaflet. Due to the flailed leaflet severe central leak was observed." It should be noted that the thv was deployed in the native pulmonic position for this case; therefore, it was an off-label operation. As reported, a non-ew balloon (28mm true balloon) was used for post-dilating the incident valve, and a flailed leaflet was observed after the post-dilation. In this case, post-dilation with a non-ew balloon could over-expand or stretch on valve leaflets, resulting in a flailed leaflet and central regurgitation. Per the training manual, it is recommended to use the same ew delivery system to perform the post-dilation. In this case, available information suggests procedural factors (post-dilation with non-ew balloon) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
Per the field clinical specialist (fcs), during a transcatheter pulmonic valve replacement (tpvr) procedure using a 29mm sapien 3 valve via transfemoral approach, post-dilated with a 28mm true to 18 atm which caused a flailed leaflet. Due to the flailed leaflet severe central leak was observed. The decision was made to place a 26mm valve inside of the 29mm. The patient was stable.